Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to (B)(4) laboratory in (B)(4). As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. An investigation was initiated by the public prosecutor and the device was confiscated. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility in (B)(6): "operating unit, faulty function." Customer information: one patient was sedated with the anesthetic gas sevoflurane via a system. An analysis in the system showed that there was a significant drop in gas concentration in the last 15 minutes. A technical defect of the device cannot be excluded. At this point, 4 perfusor space syringe pumps were probably involved. No date of occurence (date of death) was reported.